Manufacturer narrative:
During the on site investigation by the philips field service engineer, it was found out that the accessory / cuff used was not a philips-approved accessory. The customer was instructed for the correct use of the equipment including philips-approved accessories. The cuff was replaced by a philips-approved cuff and the equipment returned to normal operation. The alleged malfunction was a consequence of the wrong user handling/non-philips-approved accessories and so does not represent a product/part failure. The product remains at the customer site. There is minimal health risk. No further investigation or action is warranted.

Event description:
The customer stated that "the module does not measure the non-invasive pressure." They had to stop the equipment manually; and because of this issue, the patient was hurt, however, "not too serious."

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. (B)(4).

Event description:
The customer stated that "the module does not measure the non-invasive pressure." They had to stop the equipment manually; and because of this issue, the patient was hurt, however, "not too serious".